Manufacturer narrative:
Investigation included collection of blood glucose information, attempts to collect lot numbers, and user education regarding potential scar tissue and site issues. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that the event resolved after changing supplies and using additional insulin. It was concluded that a device malfunction could not be confirmed and that the event was most consistent with an isolated hyperglycemia episode of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose level of 364 mg/dl after a supply change while using a contact detach 6 mm, 23 inch infusion set, disconnected from the pump, and administered subcutaneous long-acting insulin per troubleshooting guidance; the user later replaced all supplies and blood glucose returned to range. Symptoms included elevated blood glucose without other reported symptoms. Outcomes included no hospitalization, no alerts or alarms, and resolution after additional insulin and full supply replacement.